Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found distal stent damage with struts stretched and raised. Damage was also noted at the distal edge of the bumper tip. Several outer extrusion kinks and hypotube kinks were identified along the shaft. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-mar-2016. It was reported that crossing difficulties were encountered. The 98% stenosed, 16x3.0mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. Pre-dilatation was performed with the balloon. A 3.00x16mm promus element¿plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a distal stent damage.